Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. This event will be updated if any additional information becomes available.

Manufacturer narrative:
Initial analysis discovered that this device did not meet labeled longevity expectations. This event will be updated as additional information becomes available.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted during an elective device upgrade procedure. No adverse patient effects were reported in this event. The explanted device was returned for analysis.